Event description:
It was reported that the patient was unable to adjust stimulation and the programmer displayed a ¿call your doctor¿ icon. The patient noticed a power on reset (por) condition and had not been feeling ¿consistent¿ stimulation. The patient stated that even when she turned up therapy she felt it for thirty minutes and then stopped feeling it. The patient also had a loss of therapeutic effect and did not feel stimulation on (B)(6) 2013. The patient had an appointment with her health care provider (hcp) scheduled for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2013-07730 as the patient had two active devices and it was not known which had a por.

Manufacturer narrative:
Concomitant products: product ID 3023, serial# (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 3093-28, lot# v475907, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot# v004123, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).